Manufacturer narrative:
The product in complaint was returned to zoll on 03/12/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message that could not be cleared. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Investigation results as follows: visual inspection of the returned platform shows no damages to the platform. A review of the archive was performed and the reported complaint of the platform displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message was confirmed. The archive data shows that multiple ua 7 messages occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of a ua 7 message was reproduced. Upon power up of the platform, a ua 7 message was observed. It was found that one of the load cells was at fault. Based on the investigation, the part identified for replacement is the load cell. In summary, the reported complaint of a ua7 occurring was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective load cell. Upon replacement of the load cell, the platform passed all testing criteria.